Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the hybrid layer capacitor (hlc) batteries were depleted and the device powered itself off while attempting to charge. Physio determined that the cause of the issue was due to a leaky capacitor, designator c76, on the digital pcb assembly. C76 caused excessive current that depleted the hlc's prematurely. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device is showing the charge-pak icon and they have replaced the charge-pak every four months. There was no patient associated with the reported event. After an evaluation of the electronic device log, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had been depleted to "0". With depleted hlc batteries, the device may not have sufficient power to provide effective defibrillation energy, if needed. Physio attempted to charge the device and the device powered itself off.